Event description:
It was reported that during an acl reconstruction surgery the white suture tape sutures had snapped off from the button when reducing the white sutures to shorten the loops and bring the graft into the femoral socket. Button was retrieved from the femoral cortex by pulling the blue leading suture out of the femur. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The picture evaluation confirms the complaint. An evaluation of the customer's photograph attached to the complaint confirms the event description. The white suture was broken/damage/frayed and detached from the button. The blue suture is attached to the tightrope button. The most likely cause for the reported failure is a user error. Per dfu-0147-8 at revision 0. Precautions. 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse.